Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 117 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.